Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 9680001-2019-00014, 2030404-2019-00005. During ablation in the left atrium, a pericardial effusion occurred. The patient became hypotensive and an intracardiac echo revealed an effusion for which a pericardiocentesis was performed to stabilize the patient.